Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the returned product identified signs of use (scuffs, scratches) and both ball bearing components are disassembled. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Complaint is confirmed with the returned device. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2- canada. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon opening the set, noticed that the two small ball bearings that held the tasp in place in the bearing trial were missing. Attempts to obtain additional information have been made; however, no more information is available.